Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 5 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the pen needle was clogged during use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that pen needle is clogged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle was clogged during use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that pen needle is clogged.